Event description:
Customer reported an unexpected negative reactions with the 2-cell screen assay with a patient sample tested on galileo. The technologist visually inspected the plate and noticed weak adherence in cell 2. The patient did not sustain any adverse consequences.

Manufacturer narrative:
Pcanywhere was utilized to perform an automatic camera adjustment to the instrument. The customer repeated testing of the sample, and yielded the expected interpretation.